Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and passed external visual inspection. However, the device failed global transmitter functional testing. The customer complaint of intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the distributor did not report any injury or medical intervention.